Event description:
On (B)(6) 2024, patient was admitted for heart failure symptoms and was treated with diuresis and medications. A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 19.7 mmhg. Per physician, hospitalization was related to cmems. The patient remains inpatient at hospital for treatment. The site is no longer questioning the sensor.

Event description:
It was confirmed on (B)(6) 2024 that the patient is stable and has been discharged.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.